Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed discrepancies in the rt. Angle power extension cable. The wires leading into the male side of the connector jack were broken through the insulation and worn apart. The device history record was reviewed to ensure that each manufacturing and inspection and operation was performed. The review determined that no non-conformance's were identified that are related to the reported issue was found in the batch records reviewed.

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.